Manufacturer narrative:
This complaint was originally submitted on initial MFR report# 2243072-2019-02443. Customer responded on (B)(6) 2019 with updated product and lot information. Initial complaint was captured under a different internal business unit. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during eye injection silicone was also injected which remained in their eye and is seeing "floaters" with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that the patient received an injection in their eye and silicone was injected, which remains in their eye, and as a result is seeing "floaters". Additional info provided by dr. Office states, "pt is female. She had an injection into her right eye on oct (B)(6). We saw her in follow up on oct 15/19 where the diagnosis of retained silicone oil bubbles was confirmed by dr. We are seeing him again in nov for more imaging and treatment as usual."

Event description:
It was reported that during eye injection silicone was also injected which remained in their eye and is seeing "floaters" with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that the patient received an injection in their eye and silicone was injected, which remains in their eye, and as a result is seeing "floaters". Additional info provided by dr. Office states, "pt is female. She had an injection into her right eye on oct 2/19. We saw her in follow up on oct 15/19 where the diagnosis of retained silicone oil bubbles was confirmed by dr. We are seeing him again in nov for more imaging and treatment as usual."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for silicone outer diameter of barrel. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. It is important to note bd only markets insulin delivery syringes for subcutaneous use. Consistent with the naming convention and scale marking of an insulin syringe, it is insulin-specific, and it is approved by health canada for the intended use of subcutaneous injection of insulin. Insulin scale mark gradations are in insulin units as opposed to ml found on general purpose syringes. Bd does not intend for its insulin syringes to be used for any purpose other than subcutaneous injection of insulin.